Manufacturer narrative:
H3 - non-destructive visual evaluation was performed on the subject 2-1973-02 tri-axial elbow revision yoke and 2-1973-01 tri-axial elbow revision barrel (medwatch report #1219655-1997-23). The barrel and yoke were revised because of dislocation of the tri-axial elbow ulnar component from the humeral component. The wear channel of the barrel showed abrasive wear and deformation which allowed the components to dislocate. In summary, during elbow revision surgery, a tri-axial elbow revision barrel and revision yoke were replaced. There were no apparent material or mfg defects noted on either of the components.

Event description:
Revisions surgery performed due to metallic wear of triaxial elbow as well as polyethylene wear of elbow catalog #2-1973-01, subject of medwatch MFR's report no. 1219655-1997-00023 and same co's internal reference number 97r00079.